Manufacturer narrative:
Resmed has contacted the customer to gather more information regarding the device issue and was informed that there was no damage to the battery. The device was not returned to resmed for evaluation. The reported complaint could not be confirmed. (B)(4). Note: the reportable event occurred outside the us. During a routine check of complaint records it was detected that the event is reportable. This report is being submitted to correct the error.

Event description:
It was reported to resmed that an astral external battery was not functioning properly. There was no patient injury reported as a result of this incident.